Event description:
It was reported that during a pta treatment procedure in the iliac vein, "the balloon bursted at 13-14 atm." It is noted that the balloon was inflated to a level above rated burst pressure. The procedure was completed with a different device. There were no reported pt complications and the current patient condition is reported as "satisfactory and good."